Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several high ventricular rate episodes and noise with amplitude rivaling r wave amplitude was observed on the right ventricular lead. The noise could not be reproduced in clinic using isometric testing. The patient was in good condition before, during and after interrogation. No programming changes were made. The patient was to continue with routine monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the right ventricular lead was capped on (B)(6) 2019 and the generator was upgraded. The procedure was completed with no incident. The patient was in good condition before, during and after the procedure.